Manufacturer narrative:
The section on contraindications in the instructions for use states "the retrograde approach is contraindicated because of risk of entrapping the lasso in the left ventricle or valvular apparatus. The lasso is not recommended for use in the ventricles."

Event description:
It was reported that the lasso catheter got caught in the mitral valvular apparatus and surgery was required to remove the device. The physician reported that upon visual inspection, the catheter appeared to be fine. Pt status has been reported as stable.